Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's hoomechoice machine during dwell 2/4 of their automated peitoneal dialysis therapy. Reportedly, a supply bag became disconnected from the supply line of the homechoice set during therapy for an unk reason. Baxter's technical service center assisted the home pt in ending the therapy early. Thereapy was completed by setting up with new supplies. No pt injury or medical intervention was assoicated with this incident per the home pt.